Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for high blood glucose and went into diabetic ketoacidosis. The customer's blood glucose was not recorded. The customer stated that they were drinking alcohol at a concert and neglected to check their blood glucose. No further information was provided.